Event description:
It was reported that during the procedure the end of the guidewire was observed to have become enlarged resulting in difficulty exchanging other devices over the wire. The physician elected to cut the enlarged end and reinsert the wire. The procedure was successfully completed. No adverse pt effects have been reported. Current pt status reported as "ok."